Event description:
It was reported that there was a volume discrepancy, the actual residual volume was greater than the expected residual volume. An 18ml was aspirated and 6ml was expected. The pt was not getting adequate pain relief. An x-ray was taken and showed that the pump connector slipped off the pump and was occluding drug flow. A revision was performed and the pump connector was replaced. The pt was successfully receiving drug therapy following the revision. It was later reported that there was a personal therapy manager (ptm) issue prior to the revision. The error code 0167 was displaying. The drug used in the pump at the time of the event was dilaudid. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).